Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with an ez steer navigational 4mm catheter and suffered a heart block av third degree. The patient's medical history was unknown. The patient was under local anesthesia. There was steam pop experienced during ablation at 50 watts with the smartablate generator. The patient went into complete heart block when the steam pop occurred. No additional intervention was planned. The patient was stable and the heart block had partially resolved into 2 to 1 heart block. The procedure was aborted and the patient was under observation. There was no intervention and also no extended hospitalization. The patient fully recovered with no residual effects. The patient returned to sinus rhythm. The physician's opinion regarding the cause of this adverse event is that he felt he had a steam pop during avnrt for unknown reasons. There were no errors reported by the biosense webster systems. There was no transseptal puncture performed. The length of the ablation cycle when the pop was observed was 12-15 seconds. The catheter was stable and did not move. Settings during the event include: power settings 50 watts/ temperature cut-off 56 degrees (55 noted at the time of the steam pop)/ impedance 109.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/24/16. The investigational analysis has been completed. It was originally reported that the lot number was unknown_d-1268-05-s. However, after analysis in the biosense webster failure analysis, it was determined that the lot number is 17193670m. (B)(4). It was reported that a (B)(6) year old female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with an ez steer navigational 4mm catheter. There was steam pop experienced during ablation at 50 watts with the smartablate generator. The patient went into complete heart block when the steam pop occurred. No additional intervention was planned. The patient was stable and the heart block had partially resolved into 2 to 1 heart block. The procedure was aborted and the patient was under observation. There was no intervention and also no extended hospitalization. The patient fully recovered with no residual effects. The patient returned to sinus rhythm. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block and steam pop reported remains unknown.